Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited high capture threshold that caused loss of capture. The rv lead was replaced and the procedure continued with the new lead on (B)(6)2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection did not find any anomalies except for procedural damages. The reported event of high capture threshold is consistent with procedural damage.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection did not find any anomalies except for procedural damages.